Event description:
It was reported that the implantable neurostimulator had been turning off a couple of times a day for a few weeks. The patient requested troubleshooting for the handset, which was found to be working as expected. The patient was advised to contact their physician and arrange an appointment. The patient was also informed to call back if replacement of their product did not resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.